Event description:
On september 1, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On september 2, 2006, the technical service representative (tsr) contacted the patient to obtain and verify information. On an unspecified date in 2006, the patient obtained the blood glucose readings of 400 mg/dl and 125 mg/dl on the reported meter, within a few minutes of each other. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. The patient administered self-care by taking an insulin dose based on the meter readings. The exact dose was not specified; however, later the patient states he became hypoglycemic. The patient was unable to provide his specific symptoms or blood glucose readings while hypoglycemic. The patient administered self-treatment by taking glucose; he did not seek medical attention. Following his most recent hospitalization for another unrelated event, the patient now takes 10 units lantus insulin daily, and novorapid insulin three units in the morning, five units at noon and four units in the evening. The tsr determined during the troublesooting telephone call that the patient's testing technique was correct and the meter was programmed for the correct unit of measure. Quality control testing was performed during the call, with passing results. The meter was replaced. The patient obtained elevated blood glucose readings on the reported meter, administered insulin based on these readings, and then became hypoglycemic and administered self-treatment with glucose. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.